Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a patient, who was on a setup which included an opt570 tracheostomy interface for about 2-3 hours, was found to be disconnected from the tracheostomy tube. It was reported that the patient was not breathing and was cyanotic when the disconnection was discovered by hospital staff. The patient was pronounced dead shortly after. The hospital reported that they were unsure whether the opt570 interface had been pulled off by the patient or whether it had fallen off.

Event description:
This is a spontaneous report by a nurse from the USA of infection and peritonitis with positive (B)(6) culture in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient developed an unknown infection (nurse believed a possible vaginal yeast infection). On an unknown date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unreported whether remedial treatment was provided for the events. On an unreported date in 2010, pd therapy was withdrawn. At the time of this report, the patient was recovering from the peritonitis. It was unreported whether the patient recovered from the infection.

Manufacturer narrative:
(B)(4). The root cause could not be determined based on the information available. No sample was returned for evaluation. A batch review was performed for potentially associated lots (gd876482, gd875567, gd874834, and gd874826) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.